Manufacturer narrative:
H3) the motion controllers were returned for analysis. Functional testing determined that the motion controllers were functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the assembly wag drive was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The wag drive motor failed bench test. The tested the wag drive assembly with motion cart and that failed. When power was applied, the motor would rotate intermittently both clockwise and counter clockwise. Faulty drive motor. An electrical failure was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and during the invalidate home procedure the system got stuck on the wag movement. They troubleshot to see if they could identify where the issue was coming from. After investigating they found out the amplifier on the positioner controller was giving initializing errors. The positioner controller was replaced. The manufacturer representative went to the site again to test the imaging system. The firmware was upgrade and was performing as intended. After the reboot of the system it was still showing the same error when moving the wag. It moved with intermittent shocks to one side instead of a fluent movement. They swapped the x and wag amplifiers to see if the movement worked. However, it did not chance anything. They saw again the amplifier initializing faults error on the positioner. New positioner and wag drive were ordered and replaced. After replacement he wag movement was working fine. However, after tie-rapping the cables it did not work anymore. After further investigation they saw that the encoder cables were sensitive to movement and caused the wag movement to work or not work depending on how the cable were placed. The wag drive motor was replaced. A full system checkout was performed and the system was working as intended. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative saw that the wag movement was not working when trying to set up the system. The system was not able to finish the invalidate home procedure. It performed the x and y homing correctly but then gets stuck on the wag movement. Troubleshooting included looking at the logs and they showed that the positioner has some errors and us factory support suggested that they check the connections to the positioner and the encoder cables. The wag was moving in a stop/go/stop/go sort of movement. The gantry was able to open and close. The gantry was still able to move. No patient was present at the time of the event.